Event description:
This spontaneous report was received from a french physician and concerns a 56-year-old female patient. She was injected with a total of 3 ml of radiesse(+), into the zygomatic level, to treat the cheekbone and into the jaw angle to treat the mandibular/jaw line, on (B)(6) 2024. Batch number was reported as a00110270 (expiry date: 03/2025).the batch record review was received and the lot number for radiesse(+) was confirmed as a00110270 (expiry date: 03/2025). A lot search in the global safety database was conducted. Radiesse(+) was mixed with a total of 2 ml of belotero revive (product preparation issue, off label use of device). Batch number for belotero revive was reported as b00033080. The patient was injected with 1.5 ml of radiesse(+) and with 1 ml of belotero revive, into the each side of the face. A 23g 70 mm cannula was used for the injection. The physician injected according to happy face technique, using a retro tracing technique (1 entry point at the zygomatic level to treat the cheekbone and one point at the jaw angle to treat the mandibullar/jaw line) on each side of the face). Anesthesia included 1 ml of xylocaine (20mg/ml) at each of the 4 points of entry. The patient was previously injected with hyaluronic acid injection with lidocaine, about 3 years prior to the time of this report. She also had botox and radiofrequency on the oval and neck. Previous treatments were well tolerated. The patients medical history included lower back pain. Concomitant medication included an anti inflammatory from time to time. The patient had treatment on a tooth following a loss of a filling/dressing (cleaning and replacement of a dressing),6 days after the radiesse(+) injection, on (B)(6) 2024. She had no oral antibiotic treatment. She had no known allergies or autoimmune diseases. On (B)(6) 2024, 8 days after the radiesse(+), the patient experienced edema of the face, lip, and lower neck. On (B)(6) 2024, the patient contacted the physician by email due to isolated oedema on the face. She had no associated pain nor redness. She took antihistamine before she sent the email and also took ibuprofen (400 mg, once daily), from days six after the injection until day eight after the injection, for the back pain. On (B)(6) 2024, the physician prescribed antihistamine and an oral corticosteroid, and told the patient that if she had difficulty breathing, she should go to emergency. According to the physician, the patient did not have time to take the oral corticosteroid before finally going to emergency in the evening of the same day. The patient had anxiety and respiratory distress and consulted emergency department. She took an anti histamin which was not efficient and had a sensation of respiratory discomfort. The patient came at the emergency department with edema on the face including the eyes, more pronounced on the right hemiface. She was put under surveillance but nothing to report. As a treatment, an injection of 80mg of solu-medrol (methylprednisolone) and of an ampoule of polaramine (antihistaminic) was performed. After 30 minutes, there was a slight reduction in edema, particularly in the left hemiface. Clinical examination revealed no respiratory distress or other signs of seriousness (haemodynamics were stable) saturation 98% under ambient air and no dyspnea. Blood tests revealed no hypereosinophilia or hyperleukocytosis. There was no sign of infection or inflamation. On (B)(6) 2024, laboratory data included international normalised ratio (inr, 1.05), kaolin cephalin clotting time (29.8 seconds), prothrombine (93%), leucocytes (6.98 g/l),red blood cells (4.06 /l), hematocrit (37%), mcv (90.6 fl), mchc (33.4 g/dl), mch (30.3 pg), polynuclear neutrophils (4.1 g/l), polynuclear eosinophiles (1.1 g/l), polynuclear basophiles (0.03 g/l), lymphocytes (1.61 g/l), monocytes (0.55 g/l), platelets (261 g/l), sodium (141 mmol/l), potassium (4 mmol/l), chloride (108 mmol/l), urea (5.77 mmol/l), creatinine (62 umol/l), glomerular filtration rate ckd-epi (96 ml/min), glomerular filtration rate cockroft (92 ml/min), c reactive protein (5 mg/l) and procalcitonine (0.02 ng/l) . The patient left the emergency department with a prescription for polaramine (antihistaminic, also reported as xyzall) 1 tablet morning and evening for 10 days and solupred (corticosteroid) 20 mg, 3 tablets in the morning for 4 days. As a recommendation the emergency doctor said she was to contact again the aesthetic physician in the absence of improvement. On the morning of (B)(6) 2024 the physician spoke with the patient on the phone. She was taking her antihistamine and corticosteroid treatment and there was nothing new. On the morning on (B)(6) 2024 the physician saw the patient. Her condition deteriorated, edema appeared in the eyelids and, in the lips and lower neck. Clinical examination revealed no other signs, no redness, normal skin coloration, no signs of thrombophlebitis, no difficulty breathing, no fever. Sensitivity to touch was noted. The physician assumed that the patient had a delayed inflammatory reaction due to collagen induction and angio-neurotic oedema. On (B)(6) 2024, a light therapy session (red light) was performed. On (B)(6) 2024 in the afternoon, another light therapy was planned. In the evening on (B)(6) 2024, the physician contacted the patient again, there was nothing new. No systemic antibiotic was prescribed. The outcome of the event delayed inflammatory reaction was reported as not resolved. Due to the provided information, the outcome of the event respiratory distress/discomfort was considered as resolved. The outcome of the events anxiety was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, delayed inflammatory reaction (injection site inflammation) and respiratory distress/ discomfort (respiratory distress) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+), lot number a00110270, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event.

Event description:
Follow up information was received on 14-oct-2024: at the end of (B)(6)2024, the physician was able to see the patient and reported that her face was more tonic in term of result. The patient had no treatment other than that provided by the emergency department. The physician performed 3 sessions of led light therapy (post act protocol). According to the physician, oedema completely resolved after 10 days, as reported. The outcome of the event delayed inflammatory reaction was reported as resolved, in 2024 (changed from not resolved). The outcome of the event respiratory distress/discomfort remained unchanged.